Event description:
It was reported that after implanting the lead and hooking it up to the neurostimulator, impedance issues were identified. Troubleshooting was unsuccessful. Replacing the neurostimulator did not resolve the impedance issues. The lead was then replaced, which resolved the issue.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.